Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt had moderate tortuosity. It was reported that post deployment of the bifurcated stent graft, the physician had difficulty cannulating the contralateral gate. The physician used a 16 french sheath from the contralateral side to gain access to the artery. The physician advanced the iliac stent graft to the intended lesion site; however, due to the narrowing the artery, the iliac stent graft moved up into the aneurysm sac and guide wire positioning was lost. The physician was unable to re-wire and elected to perform a surgical conversion with a conventional stent. The device was discarded by the user facility. No add'l sequelae were reported and the pt is fine.

Manufacturer narrative:
No patient injury was reported. Gambro technical services (gts) field rep inspected all pumps, pressures, scales and no machine's malfunction was indentified. As corrective action, on august 16th, 2005, a safety alert was released. The field correction 9616240-9/7/05-001-c was initiated on august 25th, 2005.